Manufacturer narrative:
Evaluation summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Normal battery depletion was found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.